Event description:
It has been reported to philips that the azurion system could not fully boot up. The system was not in clinical use. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray application was not starting. Upon inspection, the fse determined that the x-ray pc was not communicating and was faulty. The fse replaced the x-ray pc and reinstalled the software. After replacement of the x-ray pc and reinstallation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.